Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was abnormally shutting down intermittently. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u104 component. The patient received a replacement monitors.

Event description:
Download data from a (B)(6) male patient revealed several abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.